Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: closure device could not be introduced in sheath. Additional information received, 14mar2022: when asked if another manta device was opened, it was reported; yes, a complete new device (including sheath was used), and also, the second 14f device was not introduced into the sheath. The third device showed the same problems, however, decided to introduce the deployment device without the protection of the silicon. Associated to: MDR 3010252479-2022-00136 manta, MDR 3010252479-2022-00182 manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a evar procedure, a 14f ce manta was planned for closure in the left femoral artery. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube did not buckle or bend when met with the resistance. The first 14f ce manta and sheath were removed from the guidewire and a second 14f ce manta device and sheath were opened. Again, the physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath; the bypass tube was unable to be inserted into the sheath. The bypass tube did not buckle or bend when met with resistance. The physician also attempted twisting and alternative angulation approaches but were unsuccessful. Per the IFU in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Manufacturer narrative:
The manufacturing record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment.